Manufacturer narrative:
B5: updated event description with additional information. Upon receipt at our post market quality assurance laboratory, the device was examined with multiple methods. Visually, the guidewire was stuck in the rubicon. The guidewire was measured with the led micrometer and has the correct specifications for the device. By using a tuohy borst to flush the microcatheter, the device failed to flush water. The device was soaked in the ultrasonic bath for over 24 hours and failed to remove the guidewire from the microcatheter. The device was viewed in the x-ray to reveal occlusion approximately 3.5cm from the distal tip. The reported event of entrapment of device was confirmed.

Event description:
It was reported that device entrapment occurred. A rubicon 18, 135cm catheter and a v-18 control wire were used for lower limb stent implantation. During the procedure, the guide wire and the rubicon support catheter became stuck and could not be separated. Both devices were pulled out and the procedure was completed with another of the same device. The patient condition following procedure was stable. It was further reported that the target lesion was 70% stenosed and was located in the moderately tortuous and severely calcified vessel.

Event description:
It was reported that device entrapment occurred. A rubicon 18, 135cm catheter and a v-18 control wire were used for lower limb stent implantation. During the procedure, the guide wire and the rubicon support catheter became stuck and could not be separated. Both devices were pulled out and the procedure was completed with another of the same device. The patient condition following procedure was stable.